Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on (B)(6) 2017 while using the compact plus system within 10 minutes: lo (<10 mg/dl) and 89 mg/dl. On (B)(6) 2017 customer reportedly received the same blood glucose readings/comparison. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.